Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the unspecified access set would not infuse acetaminophen. It was stated that there was a medication error due to the vented tubing not venting and prohibiting medication from infusing. It was further reported that an unspecified 18 gauge needle was used to vent and allow the medication to infuse. This issue was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.